Manufacturer narrative:
Additional information: d3, g1. H10: abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m131990 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m131990 and test base part number 190-430 / lot m131990 were reviewed. This lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m131990 showed that the complaint rate is (B)(4). Investigation is not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported false positive results on a direct tested nipro nasopharyngeal swab with the ID now covid-19 assay (B)(6) 2021. Repeat testing with the same sample receiver provided negative results. Samples were collected and submitted on (B)(6) 2021 to two health centers for confirmation pcr testing and provided negative results. Date of testing not provided. The patient was asymptomatic at the time of testing. The test was a pre-admission test to visit her child in the hospital. Her children were also negative for covid-19 and asymptomatic. The customer reported that the patient was in her 30s (exact age not provided). No further patient information, including treatment, and outcome, will be provided. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.